Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 35mm x 3.0mm in diameter, 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending branch. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured due to tear and could not be filled. The procedure was completed with another of same device. There were no complications reported and patient was stable post procedure.

Manufacturer narrative:
H6-evaluation conclusion codes: updated. E1 initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 35mm x 3.0mm in diameter, 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending branch. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured due to tear and could not be filled. The procedure was completed with another of same device. There were no complications reported and patient was stable post procedure. It was further reported that the device was removed normally with guidewire and catheter.